Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging a calcode issue with a one touch ultramini meter. The patient indicated that the alleged issue started on (B) (6) 2010, at 12:05 pm. At 12 pm that same day, the patient had taken his usual dosages of insulin. The patient took unclear dosages of lantus and novolog insulins. About 30 minutes after the alleged issue began, the patient claimed that he developed symptoms of being combative and unable to recognize family. The patient also mentioned that he had "cognitive declination". At 12:30 pm that same day, the patient's blood glucose was tested on an emergency medical services (ems) meter and a result of "54 mg/dl" was obtained. The ems treated the patient with glucose gel/tablets and juice. It would have been helpful to know the following information: what the patient's last blood glucose reading was before the alleged issue began, what date/time the last reading was obtained, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know if the patient was able to test with the reported device after the alleged issue began, and what actions he took after the alleged issue began. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia and received treatment from ems after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.